Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-4318, lot #: 18388888, description: clik x anchor. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the ipg site. There was drainage at the site after a recent previous revision procedure. The physician believed that the infection was not device or procedure related. It was unknown if antibiotics were prescribed. The patient underwent an explant procedure.